Manufacturer narrative:
Additional device information: activ.a.c.¿ therapy system serial number (B)(4). Unique identifier (UDI) (B)(4). Other v.a.c.® dressing discarded, identifier not known. Device manufacture date: activ.a.c.¿ therapy system: (B)(6) 2017. Based on information provided, it cannot be determined that the alleged graft failure is related to the v.a.c.® dressing. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement. Apply v.a.c. ® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressings, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster.

Event description:
On 20-nov-2019, the following information was reported to kci by the patient: on (B)(6) 2019, the nurse removed the v.a.c.® dressing and half of the graft, mesh and tubing were allegedly removed. The patient is reportedly scheduled for another skin graft on (B)(6) 2019. On 18-dec-2019, the following information was reported to kci by the physician's nurse: the v.a.c.® dressing had been placed the day before and upon dressing removal, part of the graft allegedly came off. She stated last week a subsequent graft was applied. She confirmed the dressings were discarded and no lot number is available. The v.a.c.® dressing was discarded and the product was not returned, therefore and device history review and device evaluation could not be performed.